Event description:
Per complaint (B)(4), a patient complained of pain and pressure at their dental implant site for several weeks. A periapical lesion was noted on an xray. Infection and inflammation were also reported. The dental implant was removed, and debridement was performed.